Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a patellar fracture procedure after the doctor inserted the guide wire 1.1mm for 3.0hcs, the drill 2.0mm was damaged and the guide wire was bent. Surgeon tried a new drill bit and wire with the tip of the drill damaged again along with the wire, which was in the patient's bone. Surgeon did retrieve the wire from inside the patient's bone. Surgeon did drill the hole using k-wire, inserted the screw and finalized the operation. This is 3 of 4 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.